Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, the surgeon was able to press the green button and squeeze the handle, but the device was not able to fire when using the 60 mm reload. The event lead to an extended surgical time of more than 30 mins, there was blood loss of 1000ml and the hospitalization was also extended. The staple line was fixed by stitching.